Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: battery / (B)(4)/ model #1650de / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-11-30 labeled for single use: no (B)(4). Battery / (B)(4)/ model #1650 / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2016-12-31 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced electrical fault alarms, critical battery alarms and a ventricular assist device (vad) stop. The patient claims there was no physical disconnect of the driveline but a vad stopped alarm occurred followed by multiple electrical faults. The patient performed a controller change at home. The controller will not be returned, it is being kept as the patient's backup controller. The patient later presented to the site and the locking mechanism of the driveline were checked and seemed to be functioning as intended. No further issues since the controller exchange. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. No contamination was observed within the controller's pump connector. Log file analysis revealed three (3) controller power ups logged on 18/may/2018 at 21:56:23 and on 26/may/2018 at 01:58:38 and at 09:30:38; respectively. Several momentary disconnections were recorded leading to the loss of power on (B)(6) 2018 at 09:30:38. The controller was without power for 10 seconds, 13 seconds, and 13 seconds; respectively. Analysis of the alarm log file revealed several critical battery alarms were logged involving bat588252 and bat550569 since 10/may/18 due to communication errors. Additionally, log file analysis revealed a controller power up event on 27/may/2018 at 22:20:05. A vad disconnect alarm was logged at 22:20:13, 8 seconds after the loss of power event. This alarm is indicative of a physical disconnection of the driveline and/or a marginal driveline connection. A second controller power up was recorded at 22:20:57. The data point prior to the losses of power revealed that bat588252 was connected to power port one (1) with 79% relative state of charge (rsoc) and bat550569 was connected to power port two (2) with 39% rsoc. The controller was without power for approximately 22 minutes and 11 seconds. The second loss of power was immediately followed by an electrical fault alarm due to the rear stator not being connected, causing the pump to run on the single front stator. A vad stopped alarm and a second electrical fault alarm were logged due to open phases in both stators causing the pump to stop, followed by a vad disconnect alarm and another electrical fault alarm. A vad stopped alarm was logged at 22:22:31, indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. As a result, the reported event was confirmed. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the vad disconnect/vad stopped alarms can be attributed to a physical disconnection of the driveline from the controller, a marginal driveline connection, and/or open phases in both stators. Based on the risk documentation, possible root causes of the electrical fault alarms observed in the log files can be attributed but not limited to a marginal driveline connection and/or to contamination by foreign material of the driveline connector. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Capa00333 investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted under capa00333, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. An internal in vestigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller had a loss of power.

Manufacturer narrative:
Product event summary: the controller, con315877, was returned for evaluation. The batteries (bat588252 and bat550569) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed that the controller, con315877, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed a controller power up event on 05/27/2018, at 22:20:05. A vad disconnect alarm due to a physical disconnection of the driveline was logged 8 seconds after the loss of power event. A second controller power up was recorded at 22:20:57. The data point prior to the loss of power revealed that bat588252 was connected to power port one (1) with 79% relative state of charge (rsoc) and bat550569 was connected to power port two (2) with 39% rsoc. The controller was without power for approximately 22 minutes. This was followed by an electrical fault alarm due to an open phase on a rear stator causing the pump to run on the single front stator. A second electrical fault alarm was recorded due to an open phase in both stators causing the pump to stop. A vad stopped alarm follows indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. Additionally, several critical battery alarms were logged involving bat588252 and bat550569 since (B)(6) 2018 to communication errors. As a result, the reported event was confirmed. Based on the available information, possible root cause of the first vad disconnect alarm may be attributed but not limited to physical disconnection of the driveline. Based on the log file analysis, a possible root cause of the vad disconnect alarms recorded after the first one can be attributed to a physical disconnection of the driveline and/or an open phase on both stators. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. There was an internal investigation for failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. The most likely root cause of the reported critical battery event can be attributed to a communication error between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Other devices involved in the event: battery / bat588252. Method code: FDA 4112, 4114. Results code: FDA 3213. Conclusion code: FDA 4307. Battery / bat550569. Method code: FDA 4112, 4114. Results code: FDA 3213. Conclusion code: FDA 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction b5: the event description was corrected to include the device disposition of the ventricular assist device (vad). Correction d4: the model and catalog number were corrected from 1403us to 1420. Correction h10: the manufacturer narrative was corrected to include the vad as an additional product that was associated to the event. Additional information was received regarding the recall number. Product event summary: the controller, (B)(6), was returned for evaluation. The pump and the batteries (bat588252, bat550569, bat550556 and bat588132) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. No contamination was observed within the controller's pump connector. Log file analysis revealed three (3) controller power ups logged on 18-may-2018 at 21:56:23 and on 26-may-2018 at 01:58:38 and at 09:30:38; respectively. Several momentary disconnections were recorded leading to the loss of power on 26-may-2018 at 09:30:38. The controller was without power for 10 seconds, 13 seconds, and 13 seconds; respectively. Analysis of the alarm log file revealed several critical battery alarms were logged involving bat550556, bat588252 and bat550569 since 10-may-18 due to communication errors. Data log files revealed a relative state of charge (rsoc) between 101-201 involving bat588252, bat550569, bat550556 and bat588132, which is indicative of a communicat ion error. Additionally, log file analysis revealed a controller power up event on 27-may-2018 at 22:20:05. A vad disconnect alarm was logged at 22:20:13, 8 seconds after the loss of power event. This alarm is indicative of a physical disconnection of the driveline and/or a marginal driveline connection. A second controller power up was recorded at 22:20:57. The data point prior to the losses of power revealed that bat588252 was connected to power port one (1) with 79% relative state of charge (rsoc) and bat550569 was connected to power port two (2) with 39% rsoc. The controller was without power for approximately 22 minutes and 11 seconds. The second loss of power was immediately followed by an electrical fault alarm due to the rear stator not being connected, causing the pump to run on the single front stator. A vad stopped alarm and a second electrical fault alarm were logged due to open phases in both stators causing the pump to stop, followed by a vad disconnect alarm and another electrical fault alarm. A vad stopped alarm was logged at 22:22:31, indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. As a result, the reported events were confirmed. A power source lubrication procedure was performed on (bat588252, bat550556 and bat588132) power sources in accordance with the requ irements under fsca cvg-18-q4-19 on 20-jun-2018 to mitigate the reported conditions. There was no evidence of lubrication servicing procedure performed on bat550569. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary dis connections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00389403 investigated momentary disconnections. A possible root cause of the vad disconnect/vad stopped alarms can be attributed to a physical disconnection of the driveline from the controller, a marginal driveline connection, and/or open phases in both stators. Based on the risk documentation, possible root causes of the electrical fault alarms observed in the log files and initial vad stopped alarms can be attributed but not limited to a marginal driveline connection and/or to contamination by foreign material of the driveline connector. The most likely root cause of the remaining vad stopped alarms can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-oct-2019 / serial #: (B)(6), and UDI #: (B)(4). D9: no h3: yes h4: mfg date: 31-oct-2017 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, (B)(6) , was returned for evaluation. The (B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. No contamination was observed within the controller's pump connector. Log file analysis revealed three controller power ups logged on (B)(6) 2018 at 21:56:23 and on (B)(6) 2018 at 01:58:38 and at 09:30:38; respectively. Several momentary disconnections were recorded leading to the loss of power on (B)(6) 2018 at 09:30:38. The controller was without power for 10 seconds, 13 seconds, and 13 seconds; respectively. Analysis of the alarm log file revealed several critical battery alarms were logged involving (B)(6) since 10-may-18 due to communication errors. Data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Additionally, log file analysis revealed a controller power up event on (B)(6) 2018 at 22:20:05. A vad disconnect alarm was logged at 22:20:13, 8 seconds after the loss of power event. This alarm is indicative of a physical disconnection of the driveline and/or a marginal driveline connection. A second controller power up was recorded at 22:20:57. The data point prior to the losses of power revealed that (B)(6) was connected to power port one with 79% relative state of charge (rsoc) and (B)(6) was connected to power port two with 39% rsoc. The controller was without power for approximately 22 minutes and 11 seconds. The second loss of power was immediately followed by an electrical fault alarm due to the rear stator not being connected, causing the pump to run on the single front stator. A vad stopped alarm and a second electrical fault alarm were logged due to open phases in both stators causing the pump to stop, followed by a vad disconnect alarm and another electrical fault alarm. A vad stopped alarm was logged at 22:22:31, indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. As a result, the reported events were confirmed. A power source lubrication procedure was performed on ((B)(6) ) power sources on (B)(6) 2018 to mitigate the reported conditions. There was no evidence of lubrication servicing procedure performed on (B)(6) . The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the vad disconnect/vad stopped alarms can be attributed to a physical disconnection of the driveline from the controller, a marginal driveline connection, and/or open phases in both stators. Based on the risk documentation, possible root causes of the electrical fault alarms observed in the log files can be attributed but not limited to a marginal driveline connection and/or to contamination by foreign material of the driveline connector. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation examined failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on the extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. An internal investigation was initiated to capture events involving the controller losing power and an internal investigation also examined momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2017 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-dec-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-nov-2018 / serial#: (B)(6) UDI #: (B)(4 )d10: no h3: yes h4: mfg date: 02-nov-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated two other batteries had a communication error. The batteries remain in use.